Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and patient's concern with textured product. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, red particles on the surface of the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Event description:
Healthcare professional reported, left side rupture. And patient's concern with textured product. Device has been explanted.